Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motorflex was defective (failed thermistor), and there was a hole in the hose (cord). Therefore, the reported condition was confirmed. It was determined that the assignable root cause for the failed thermistor was normal use and servicing over time. It was further determined that the root cause of the hole in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged on the motor device. It was further noted that the motorflex was defective (failed thermistor), and there was a hole in the hose (cord). It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.